Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was an anesthetic agent release during filling of the device and that the operator was exposed to the evaporating substance. It is currently not known if this led to an injury or not. (The substance has the potential to cause serious eye and skin irritations.)

Manufacturer narrative:
The device was inspected and tested in the workshop of the local dräger s&s organization whereby no indication for the potential presence of a device malfunction could be found. The device passed all tests and was returned to use. The case was attributed to operator misbehavior during the filling procedure. The owner/operator responded that his local organization could not identify the person in the hospital who was exposed to the substance. Hence, the exact circumstances of occurrence for the agent release could not be determined, the same applies for potential clinical symptoms as well as for health impact. At least no injury was explicitly reported. The owner/operator responded that his local organization could not identify the person in the hospital who was exposed to the substance. Hence, the exact circumstances of occurrence for the agent release could not be determined, the same applies for potential clinical symptoms as well as for health impact. At least no injury was explicitly reported. Dräger has received 1 similar case report in the recent four years. There was no product issue was identified as well and thus, operator misbehavior during filling was considered to be the factor that contributed to the event. The filling procedure is described in detail in the IFU.

Event description:
It was reported that there was an anesthetic agent release during filling of the device and that the operator was exposed to the evaporating substance. It is currently not known if this led to an injury or not. (The substance has the potential to cause serious eye and skin irritations.)